Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to convert the ventricular tachycardia (vt) after delivered three appropriate anti-tachycardia pacing (atp). It was noted that the crt-d was working as programmed. Currently, this product remains in service and no adverse patient effects were reported.